Event description:
Device malfunction: none. Symptoms/ae: blurriness in right eye and minor stroke. Time of symptoms/ae: after the carotid procedure. It was reported that after a carotid procedure in the left internal carotid artery in 2006, the pt complained of blurriness in the right eye. One-day post procedure, the pt experienced a minor stroke per the physician. There was no tortuosity or calcification. No add'l info available.